Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that the physician opened the device packaging of a 4.5mmd 28mml enterprise vascular reconstruction device (enc452800, 9584138) and removed the device from dispenser hoop. The stent was found detached from the delivery wire in the introducer. The device was not used in the patient. The doctor switched to a new stent to complete the surgery. Additional event information received on 21-nov-2025 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system. The replacement stent was another enterprise2 .5mmd 28mml vascular reconstruction device. The event did not result in a clinically significant delay in the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit, and this remained inside the distal portion of the introducer. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage. The position of the stent within the distal end of the introducer suggests that while advancing/retracting the delivery wire during device removal from hoop; this was inadvertently pulled out of the introducer, disengaging the delivery wire from the stent component resulting in the premature detachment of the stent. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9584138. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that the physician opened the device packaging of a 4.5mmd 28mml enterprise vascular reconstruction device (enc452800, 9584138) and removed the device from dispenser hoop. The stent was found detached from the delivery wire in the introducer. The device was not used in the patient. The doctor switched to a new stent to complete the surgery. Additional event information received on 21-nov-2025 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system. The replacement stent was another enterprise2 .5mmd 28mml vascular reconstruction device. The event did not result in a clinically significant delay in the procedure.